Event description:
It was reported that a small volume infusor underinfused during patient use at the patient's home. This event occurred with 5fu and saline (non-baxter products). The expected flow rate was 100 ml/46 hr with the total fill volume of 100 ml. It was reported that the actual flow rate was 100 ml/70 hr. The temperature and the height of the restrictor were unknown. There was patient involvement, but no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. The initial evaluation did not confirm the reported condition. Upon completion of the device evaluation, or if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and subjected to functional flow rate testing. No nonconformances were found. Should additional relevant information become available, a supplemental report will be submitted.